Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in device inner surface, wear abrasion, one curved opening and flat creases. Leak test and microscopic analysis was performed which identified one crack opening and one sharp opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b5, b6, d1, d3, d4, d6b, d9, g1, h3, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.